Manufacturer narrative:
Verified product experience from returned sample. Visual examination of the returned device showed that the clear pressure tubing was detached from the female luer fitting upon receipt. The length of the bonded area of the detached pressure tubing was comparable with the length of the female luer fitting bonding area when matched together. Solvent marks were visible at the surface of the bonded area of the pressure tubing indicating that it was bonded with the female luer fitting. This issue is most likely related to a combination of factors including storage conditions (temperature and humidity), handling, and age of the product. A review of the mfg process shows that assembled tubing assembly goes through 100% visual inspection and sampling pull test and water leakage test during the mfg process. This pressure tubing assembly will then go to kit assembly for visual and sampling functional outgoing inspection. No finished good lot number was provided, there no batch documentation can be reviewed. Complaint database review indicates this issue is of low occurrence, therefore, no further corrective action will be taken at this time.

Event description:
Tube coming out at bonding area.